Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # va0kk2m, implanted: (B)(6) 2015, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, product type extension. (B)(4).

Event description:
It was reported that the lead was removed due to an infection in the brain. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 3387s-40, lot# va0kk2m, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension.

Event description:
Additional information was received from a patient. It was reported that first the implant got infected and then the wires. The wires were removed on (B)(6) 2016 and implantable neurostimulator (ins) was removed on (B)(6) 2015. If additional information is received, a supplemental report will be submitted.